Manufacturer narrative:
The alinity I processing module (03r65-01), serial number (B)(6) was inspected, and troubleshooting was performed by a synlab technician. The module was decontaminated and wash zone 1 valves were replaced. The instrument service history review revealed no additional tickets related to erratic/discrepant results. A review of tracking and trending for the alinity I processing module did not identify any trends related to the complaint issue. Review of manufacturing documentation did not identify any non-conformances or potential non-conformances. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, (B)(6).

Event description:
The customer observed imprecise alinity I anti-tpo results generated on an alinity I processing module for a 30-year-old female patient diagnosed with hashimoto thyroiditis. The patient initially measured negative at another laboratory (<5.61 iu/ml, no data provided). Another sample from the patient was positive (>5.61 iu/ml, no data provided). Two samples from the patient were then measured on the alinity I am processing module on (B)(6) 2026: pid 406/1 initial result = 0.08 iu/ml, repeat result = 3.08 iu/ml pid 662/1 initial result = 5.95 iu/ml, repeat result = 2.39 iu/ml. On (B)(6) 2026, the customer performed precision runs for 4 patients using lot 81159fz00. The following data was provided (normal range <5.61 iu/ml): pid (B)(4). 5.24 iu/ml 0.96 iu/ml 42.54 iu/ml 54.81 iu/ml 6.96 iu/ml pid (B)(4).: 10.51 iu/ml 5.30 iu/ml 17.76 iu/ml 2.27 iu/ml 15.71 iu/ml. Pid (B)(4). 13.01 iu/ml 10.77 iu/ml 0.95 iu/ml 0.31 iu/ml 11.98 iu/ml pid (B)(4). 0.16 iu/ml 0.90 iu/ml 4.65 iu/ml 4.96 iu/ml 3.52 iu/ml there was no impact to patient management.

Event description:
The customer observed imprecise alinity I anti-tpo results generated on an alinity I processing module for a 30-year-old female patient diagnoed with hashimoto thyreoiditis. The patient initially measured negative at another laboratory (<5.61 iu/ml, no data provided). Another sample from the patient was positive (>5.61 iu/ml, no data provided). Two samples from the patient were then measured on the alinity I processing module on (B)(6) 2026: pid (B)(6)/1 initial result = 0.08 iu/ml, repeat result = 3.08 iu/ml. Pid (B)(6)/1 initial result = 5.95 iu/ml, repeat result = 2.39 iu/ml. On (B)(6) 2026, the customer performed precision runs for 4 patients using lot 81159fz00. The following data was provided (normal range <5.61 iu/ml): pid (B)(6): 5.24 iu/ml, 0.96 iu/ml, 42.54 iu/ml, 54.81 iu/ml, 6.96 iu/ml. Pid (B)(6): 10.51 iu/ml, 5.30 iu/ml, 17.76 iu/ml, 2.27 iu/ml, 15.71 iu/ml. Pid (B)(6): 13.01 iu/ml, 10.77 iu/ml, 0.95 iu/ml, 0.31 iu/ml, 11.98 iu/ml. Pid (B)(6): 0.16 iu/ml, 0.90 iu/ml, 4.65 iu/ml, 4.96 iu/ml, 3.52 iu/ml . There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.